Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, bowel obstruction, inflamed and thickened distal ileum, adhesions, infection, sepsis, massive abdominal abscess, small bowel anastomotic leak, fluid collection, murky fluid, pus, and peritonitis. Post-operative patient treatment included multiple surgical revisions, laparoscopy small bowel resection with primary anastomosis, lysis of adhesions, excision of mesh, exploratory laparotomy, appendectomy and drainage of abscess.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, bowel obstruction, inflamed and thickened distal ileum, adhesions, infection, sepsis, massive abdominal abscess, small bowel anastomotic leak and peritonitis. Post-operative patient treatment included multiple surgical revisions, laparoscopy small bowel resection with primary anastomosis, lysis of adhesions, excision of mesh, exploratory laparotomy, appendectomy and drainage of abscess.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic incisional hernia repair with composite mesh. She had revision surgery 2 months post surgery then again 4 days following the revision surgery. The patient experienced multiple surgical revisions, pain, and bowel obstruction.